Event description:
I was prescribed freestyle libre 3 in (B)(6) 2022 and have used it almost continuously since then. The device is designed to have a two week lifespan, after which it must be replaced. Notwithstanding that I have carefully followed all the prerequisites for application and use, I have experienced: multiple failures to send data, sensors falling off the arm, sensors not working, sensors that do not stick when applied and, a sensor that failed to deploy at all. Abbott has replaced 10 sensors in this nearly 6 month period, in which, at most, I would have used 13, a failure rate of 77% due to, in my opinion, shoddy manufacturing. On saturday, (B)(6) 2023, abbott compounded their sorry performance by informing us they would not replace any more sensors. They are at fault and we have to pay for the abysmal quality of their devices, if we wish to continue to use the device our endocrinologist has prescribed. They informed us they would not permit us to reach anyone in higher authority in order to attempt to rectify the situation. During the 6 months, I several times offered to send them back the defective part, but they mostly refused. I think a manufacturer of a medical device should be made to stand behind the product they are allowed to sell and should be bound by the local laws concerning warranties of fitness for a particular purpose and merchantability and not be permitted to arbitrarily decide that "10 is too much" when 10 have failed through no fault of the patient and entirely the fault of the manufacturer. If there are any other or further details you would like or require, please do not hesitate to reach out to my spouse, who will be glad to cooperate to the fullest extent possible. Reference report: mw5118764; mw5118765; mw5118766; mw5118767; mw5118768; mw5118769; mw5118770; mw5118772; mw5118773.